Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump felt hot upon waking up in the morning and that the insulin was degrading in the pump after 36 hours. The customer reported that a heated blanket was used for sleeping and the pump does get "wet and hot" as it was place under an undergarment while sleeping. The customer's blood glucose level (bg) was 186 mg/dl and a correction bolus was delivered to address the bg level. The customer indicated that a silk pump case was to be used to try to alleviate the problem.